Event description:
The scale was not misplaced but has faded. There was black foreign, possible dried ink from the scale, on the absorbent stick. During ophthalmic surgery, the black foreign found its way into the patient's eyes. No medical intervention or any special actions were required.

Manufacturer narrative:
This incident is currently under evaluation. Upon completion of the investigation, a supplemental report will be submitted.